Manufacturer narrative:
(B)(4) - no known device problem. (B)(4) - no patient involvement a follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. No systemic deficiency or adverse trend of an issue of injuries received during i1000sr relocation was identified during the evaluation. A product labeling review found the architect system operation manual, and the architect i1000sr service and support manual contain adequate information for installation and relocation of the analyzer. Based on the evaluation no product deficiency was identified.

Event description:
While installing an architect (B)(4) analyzer, the abbott field service representative (fsr) bumped his head on a ventilation hood in the laboratory. The fsr received two stitches and a tetanus shot at urgent care. The customer removed the hood after the fsr's injury occurred. The architect was not the cause of the fsr's injury.